Event description:
It was reported boston scientific corp that a pathfinder was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2009 (over 18 years old). According to the complaint, while the physician was inspecting the guidewire before the procedure, it was noted that the distal end's coiling was coming apart. The package was not damaged and the product was not damaged when removed from the package. The procedure was carried out and finished with another pathfinder device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
The complainant indicated that the device will returned for eval but it has not been received; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. (B)(4).